Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer was unable to clear it. Customer's blood glucose reading at the time of the call was 62 mg/dl and stated that she ate dinner to bring her blood glucose readings up. No further info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned but not yet evaluated. No conclusion can be drawn at this time. (B)(4).